Event description:
It was reported that the patient had an inappropriate shock due to the oversensing of myopotential noise. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.